Event description:
Additional information has been provided.

Manufacturer narrative:
Additional data: b5, b6, d9, h3, h6, h10 device evaluation: visual inspection of the returned nail was conducted and it was observed that the nail had a fine scratch on the housing body and distraction rod. The device was functionally tested and was able to be distracted, therefore, the reported failure was unable to be confirmed. Although the complaint is unable to be confirmed, x-rays were taken of the nail and the aluminum bronze nut was found to be backed out of the distraction rod. If the bond fails and the distraction nut backs out from the distraction rod, that could potentially lead to a device failing to distract. A corrective and preventive action (CAPA) was initiated to address the bond failure of the distraction nut, however, this nail was built prior to the implementation of the CAPA. Device record review: a review of the device history record (DHR) indicates the nail was manufactured by the specified requirement at the time and met all the required inspections before shipment.

Event description:
It was reported that the nail did not extend after the implant procedure. The nail was removed and replaced with a new nail.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.